Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe did not deflate the balloon on the 12th day of use. The catheter was cut, but the water did not flow out. The catheter was removed by percutaneous puncture.

Event description:
It was reported that the syringe did not deflate the balloon on the 12th day of use. The catheter was cut, but the water did not flow out. The catheter was removed by percutaneous puncture.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage observed. Water was introduced in all returned pieces. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. Swab surface of site with antiseptic wipe. Using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position."

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage observed. Water was introduced in all returned pieces. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1)occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2)swab surface of site with antiseptic wipe. 3)using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port 4)aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position."

Event description:
It was reported that the syringe did not deflate the balloon on the 12th day of use. The catheter was cut, but the water did not flow out. The catheter was removed by percutaneous puncture.